Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed." Additional, changed, and/or corrected data: b.5, b.6, e.3, g.2, h.6, h.10.

Event description:
Patient reporting rupture. Physician confirms the patient noted pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound. Device has been explanted. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reporting rupture. Device has been explanted. The affected side is unknown.